Event description:
This patient had a baclofen pump and catheter system placed in 2015 for management of spasticity related to multiple sclerosis. Patient had a few episodes of pump flip causing partial catheter occlusion (catheter was found to have minimal kinking and twisting). In 2016, it was not easy to refill the pump and it was found that baclofen pump had flipped. The patient was taken back to surgery for repositioning of the synchromed pump and replacement of the proximal cath. In 2017, staff unable to refill and access port. Patient complained that spasticity has been worse lately and wanted dose increased. X-ray confirmed pump was flipped. Doctor was able to flip pump back into original position and pump was filled. Later in 2017, the doctor was able to fill the baclofen pump after manipulation of the pump. Patient to undergo surgical revision which was scheduled for the next week. The doctor performed the procedure and the pump was found to be flipped, and only secured to the underlying tissue with a single suture. The catheter was coiled. The existing synchromed pump was repositioned and the proximal catheter was replaced. The doctor noted that several additional sutures were placed to further cinch up the space around the pump. The patient was transferred to the recovery room in good condition and pump was programmed and running at a continuous infusion.

Event description:
This patient had a baclofen pump and catheter system placed in 2015 for management of spasticity related to multiple sclerosis. Patient had a few episodes of pump flip causing partial catheter occlusion (catheter was found to have minimal kinking and twisting). In 2016, it was not easy to refill the pump and it was found that baclofen pump had flipped. The patient was taken back to surgery for repositioning of the synchromed pump and replacement of the proximal cath. In 2017, staff unable to refill and access port. Patient complained that spasticity has been worse lately and wanted dose increased. X-ray confirmed pump was flipped. Doctor was able to flip pump back into original position and pump was filled. Later in 2017, the doctor was unable to fill the baclofen pump after manipulation of the pump. Patient to undergo surgical revision which was scheduled for the next week. The doctor performed the procedure and the pump was found to be flipped, and only secured to the underlying tissue with a single suture. The catheter was coiled. The existing synchromed pump was repositioned and the proximal catheter was replaced. The doctor noted that several additional sutures were placed to further cinch up the space around the pump. The patient was transferred to the recovery room in good condition and pump was programmed and running at a continuous infusion.